Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak occurring during patient infusion of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.